Manufacturer narrative:
Subclass: cells damaged/leaking; sample status: received - site. The most probable root cause of this event is in the equipment category, mechanical failure. On (B)(6) 2017 a cross functional team, including technical services, manufacturing and quality operations department conducted a fishbone analysis to determine the complaint root cause. Examination of the unsealed areas found that the defect was caused by chemistry being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The unsealed area is translucent indicating that it was not stray chemistry and it was not caused by blown cells. The area appears to have been left unsealed due to the chemistry being in the area around the cells preventing them from sealing. Since the cell edges were not properly sealed, this allowed chemistry from the adjacent cells to escape the cell and fill the area within the heat pack. The brine addition is designed to target the center of the cell. For the wrap under investigation, the brine reached the edge of the cut wrap allowing for chemistry leakage outside the cell pack. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. The brine being dosed outside the center of the cell can be caused by various scenarios. Brine pump timing out- this scenario can be ruled out. This event would affect more than one cell. The brine area in this event only affects one cell. Faulty brine dosing offset - this scenario can be ruled out. If the brine dosing offset was off, all of the nozzles would be dosing outside the cell. Air in the brine dosing line - this scenario cannot be ruled out. In the form #, flexible use changeover checklist, version 8.0, effective date: 17aug2017, is required as part of the changeover activities performed brine calibration verif.

Event description:
Event verbatim [preferred term] had like a gap where the carbon or whatever this is was coming out/ they are leaking [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A female patient of an unspecified age (reported as over 50) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number s68524, expiration date may2020, from an unspecified date once a day for her shoulder hurt little bit/ on the top of her shoulder hurt a little bit. There were no medical history and no concomitant medications. The patient reported, on the top of her shoulder hurt a little bit so she just wanted to be proactive before it get any worse. The patient reported that she was using thermacare the joint pain therapy and she bought 2 boxes, the first box she bought one of them had like a gap where the carbon or whatever this was coming out so she threw it away and she had used thermacare for years for unknown indication and she never had a problem and the second box she was using another one and there was no gaps where she saw it was coming out! The patient stated, "maybe there is a gap I see one here now but it is coming out and some of it had, when I went in the bathroom it apparently had fallen down on the toilet seat and in the toilet bowl and little did I know but it started little pieces of rust which I got out, it was cleaned but apparently they are leaking". The patient was looking at it (second box) more closely and there was a gap on it here. The patient stated no doctor had prescribed it, and confirmed that she bought it over the counter. She used this defective thermacare last friday. The patient stopped using it, it was the last one in the box that she had, the other two in the box were fine but the first box had one that was an issue and the second box, this was the third packet, the last packet in the box and this one had an issue so one in a box had an issue. There was no medical intervention. The action taken for the thermacare heatwrap was stopped permanently. The event outcome was unknown. According to product quality complaint, subclass: cells damaged/leaking; sample status: received - site. The most probable root cause of this event is in the equipment category, mechanical failure. On (B)(6) 2017 a cross functional team, including technical services, manufacturing and quality operations department conducted a fishbone analysis to determine the complaint root cause. Examination of the unsealed areas found that the defect was caused by chemistry being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The unsealed area is translucent indicating that it was not stray chemistry and it was not caused by blown cells. The area appears to have been left unsealed due to the chemistry being in the area around the cells preventing them from sealing. Since the cell edges were not properly sealed, this allowed chemistry from the adjacent cells to escape the cell and fill the area within the heat pack. The brine addition is designed to target the center of the cell. For the wrap under investigation, the brine reached the edge of the cut wrap allowing for chemistry leakage outside the cell pack. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. The brine being dosed outside the center of the cell can be caused by various scenarios. Brine pump timing out- this scenario can be ruled out. This event would affect more than one cell. The brine area in this event only affects one cell. Faulty brine dosing offset - this scenario can be ruled out. If the brine dosing offset was off, all of the nozzles would be dosing outside the cell. Air in the brine dosing line - this scenario cannot be ruled out. In the form #, flexible use changeover checklist, version 8.0, effective date: 17aug2017, is required as part of the changeover activities performed brine calibration verification. Typically air in the line presents as either a shortage of brine being dosed to the cell or when the air discharges it can tend to blow some of the chemistry out of the cell. The most probable cause is when the cell is dosed with the brine, air in the line could splash the chemistry out of the cell preventing the top and bottom sheets sealing. This condition is something that can happen intermittent and did not continue through the entire production. If the condition persists in process verifications will detected and a calibration of brine dosing pumps (sop - 72378 calibration of brine dosing pumps, version 4.0, effective date: 12sep2017) will be perform. There were no findings during the quality inspections. Method is ruled out as the root cause. There was no finding centered on a process. Materials are ruled out as the root cause. Quality control lab analysts verify the materials are within specification before releasing the material to production. All materials were released per specifications prior to the manufacturing of batch s68524. Therefore, materials are not considered a root cause to this event. Environment is not considered a root cause of this event because the brine dosing is not controlled by external conditions. Colleagues are trained with operating the heat pack maker; therefore, training was ruled out as a root cause. Measurement was ruled out. There is no measurement system related to this event. Corrective actions: there is no market action recommended. This investigation recommends no further actions to be taken for batch s68524. There are specific product use instructions on the carton, pouch film and insert stating, ''do not use if the heat cell contents leak and/or wrap is damaged or torn''. There have been no other confirmed open cells or stray chemistry complaints for this batch. There are no repeat occurrences for this event. There are no additional preventive actions identified for this event. Wrap attribute inspections are conducted, per the automated quality alarm every 10 minutes of up time, per spec-22609 and lab-19998, and recorded in manufacturing electronic system. This check is designed to detect faulty conditions within the wraps. As part of the changeover activities brine calibration verification is required following form 52207, flexible use changeover checklist, version 8.0, effective date: 17aug2017. Conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. This condition is something that can happen intermittent and did not continue through the entire production. If the condition persists in process verifications will detected and a calibration of brine dosing pumps (sop - 72378 calibration of brine dosing pumps, version 4.0, effective date: 12sep2017) will be perform. There is not quality impact expected for batch s68524. Batch s68524 remains in released status. Follow-up (26oct2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment the event "one of them had like a gap where the carbon or whatever this was coming out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "one of them had like a gap where the carbon or whatever this was coming out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.